Event description:
It was reported that the tubing disconnected due to insufficient bonding. No patient complications were reported.

Manufacturer narrative:
The device has not been returned for evaluation.